Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and patient developed a fixed equinus deformity. The patient underwent a 2 stage revision surgery. Patient was implanted with a cement spacer. The patient has had multiple surgeries and had been treated for ongoing infection, the surgeon doesn't believe it is an implant problem.